Event description:
It was reported that the patient developed a severe infection in the back and the physician believed that it was device related. No device malfunction was suspected. The patient underwent an explant procedure and the explanted device was discarded. The patient was also hospitalized and had fully recovered. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 7055866.